Manufacturer narrative:
The asp performed further troubleshooting and confirmed that there were no further abnormalities were found during inspection. The device passed required performance verification tests per philips standards. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that proximal pressure line failure occurred while the device was on the patient. After that, the airflow and then the pressure significantly decreased. The device kept operating when the issue was observed. There was no harm to the patient or user. The device was swapped out with a different device. No further medical intervention provided to the patient, nor a delay was noted. The authorized service provider (asp) evaluated the device and observed that there was an error code "proximal pressure line disconnect" from the event log at the time of the alarm occurring. The asp had the me run the device, but the reported issue was not reproduced. However, he replaced the device to another v60 that he brought. Investigation is ongoing.